Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for no delivery and customer was hospitalized due to insulin pump malfunction. Customer¿s current blood glucose was not given. Customer performed troubleshoot for no delivery and insulin exited at quick release but alarm occurred again during manual prime. Customer advised to revert to backup plan. Product will be return for analysis.